Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a pt had an asystole event that alarmed appropriately. Nursing staff alleged that prior to the asystole event the pt was having other alarms, i.e. Tachycardia, and the monitor was not alarming. The pt expired, but there was no delay in treatment secondary to the asystole alarmed event. The user has no printouts or monitor settings secondary to the monitor being discharged.